Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-01598. It was reported the pt experienced a previous fall at which time the scs system began to work sporadically. The ipg would not communicate with any external devices and the pt programmer displayed an error message. Subsequently, stimulation ceased. Follow-up identified the ipg has been inoperable for over 2 years. X-rays confirmed a lead fracture. Surgical intervention may be undertaken as the next course of action.